Event description:
Patient reported right side rupture, seroma-late and inflammation/irritation. "Full bowel" was reported, but is not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4.

Event description:
Patient reported right side rupture and seroma-late. "Full bowel" was reported, but is not related to the device. The device has been explanted.

Event description:
Patient reported right side rupture, seroma-late and inflammation/irritation. "Full bowel" was reported, but is not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side rupture and seroma-late. "Full bowel" was reported, but is not related to the device. The device has been explanted.